Event description:
The customer reported y-connector breakage and leaking. There was no patient harm.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Investigation summary: the device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A sample analysis could not be performed because no photo or sample was available for evaluation. The complaint will be reopened if a sample is received. The reported condition could not be confirmed. A walk through of the process was performed in the manufacturing area. There is currently no part of the manufacturing process that could cause a broken y-port; therefore, the condition reported could not be confirmed as a manufacturing related issue. If excessive force is applied when trying to remove the connector cap with a twist it could cause a fissure at the y-port union. The y-port has an internal winged design that serves as a lever. Therefore, an improvement opportunity was detected for the y-port. A corrective and preventative action was opened to further investigate. This complaint will be used for tracking and trending purposes.